Event description:
Baxter (B)(4) received a report than an infusor had no flow during patient use. The device was filled with a solution containing heparin sodium, fluorouracil, and saline. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This product is not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 100 ml of solution in the reservoir. The reported condition of no flow/non-delivery was not confirmed. Visual inspection of the sample showed no signs of blockage or abnormality in the delivery tubing or the reservoir that could have caused the reported problem. After the luer cap was removed from the distal luer for a functional test, evidence of flow was immediately observed at the distal luer. Flow continued without stopping or difficulty. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.